Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. The patient underwent an magnetic resonance imaging (MRI) procedure, then post MRI procedure, a commanded shock impedance test was performed in which the right atrial (ra) coil to can measured 203 ohms and right ventricular (rv) coil to ra coil measured 166 ohms. Upon further review it was found, pre-MRI procedure, the shock impedance measurement was greater than 125 ohms. No noise was present on the electrogram (egm). Subsequently, the patient was seen in clinic for further follow up where the device was reprogrammed and the plan is to continue to monitor at this time. The device system remains in service at this time. No adverse patient effects were reported.